Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records shows there were no observations recorded during manufacture suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received without its original packaging inside a ziploc bag. Sample was received in used conditions with its certificate of decontamination. Visual inspection was performed at 12 under normal lighting to received unit, in order to detect any damage on the cuff or airline. No discrepancies were found. The sample was tested on leak test. The test was performed under water as per procedure. During the test, a leak was found on the cuff the most probable root causes are: the unit was damaged during the use of the tweezers after cleaning and before to packaging. The unit was damaged after the product left the shm facility. The following actions were taken: production personnel was re-trained on by the area trainer. The purpose of the training was re-forced the note on the procedure, which states the following: for cuff products only: after cleaning and before packaging, if the piece needs to be rework , the unit has to be tested to make sure that is not affected?. The training was completed. Production personnel was re-trained by the area trainer in order to indicate the steps to perform during the 100% leak test of the units. The training was completed. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that during pre-test, the cuff could not be inflated. No patient injury was reported.